Event description:
The site reported that the patient showed up during clinic check on (B)(6) 2015 and told the clinic that he did a controller exchange on (B)(6) 2015 because he had some "red alarms." The alarm log shows a pump stop and a critical battery alarm on (B)(6). The site replaced the controller and removed it out of service. No effect on the patient was reported.

Manufacturer narrative:
Unchecked "user facility". Controller (B)(4) was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm and switching events prior to the 25% threshold. The confirmed malfunction is related to the reported event. The critical battery alarms and the premature switching events are most likely due to communication anomalies between controller and batteries. The most likely root cause of the reported event is due to communication errors between controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to always keep a spare set of fully charged batteries and a back-up controller available at all times. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Current device location is unknown.